Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that the patient died. The target lesion was located in the mild to severely tortuous and non-calcified left anterior descending artery. A 20 x 3.00 promus premier drug-eluting stent was deployed to treat the lesion. However, stent thrombosis was noted and the patient died.